Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. Ten days after onset, the patient was hospitalized for the event and discharged three days later. On unreported dates, the patient began treatment for the peritonitis with vancomycin (dose, frequency, and route was not reported), the patient¿s pd catheter was removed (reported as ¿a week ago¿), dianeal/extraneal therapies were discontinued, and the patient was switched to hemodialysis. At the time of this report, the treatment with vancomycin was ongoing and the patient was not recovered from the event. No additional information is available.